Event description:
It was reported, there was a handle leak.

Manufacturer narrative:
Investigation revealed the catheter lumen was blocked with coagulated blood. The reported handle leak could not be investigated as pressure drop testing could not be performed due to the blockage. Review of the device history record confirmed this device met mfg requirements prior to shipment. Date report submitted to FDA by MFR: 11/22/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.